Event description:
The user facility reported that while pulling back on the catheter, a piece sheared off in the pt. The pt had to go to surgery to have it removed. Add'l event specific info was not available.